Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). A visual evaluation of the returned device was performed and found the proximal section of the stent is deformed, also it is damaged in several locations. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend / coil leading to kinks and bends in the device. Bound by kinks and bend the device would become unable to deploy stent or to advance in the patient¿s anatomy. Forcible attempt to advance the device likely caused the damages found on the stent. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent used during a pancreatic stent replacement procedure performed in the pancreatic duct on (B)(6) 2017. According to the complainant, when the advanix pancreatic stent was advanced to the target area, the device became stuck and the inner catheter was unable to be pulled. The procedure was completed with a different device with no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; pancreatic stent deformed.